Event description:
Event was reported to caldera medical by an attorney. Legal complaint states the patient suffered cramping, could not go to the restroom (bowel movement), had to urinate always, painful sex, clogged up and felt a knot in y stomach.